Event description:
In a literature report, a surgeon reported six eyes that had residual refractive cylinder at 3 months following toric intraocular lens (iol) implant surgery. Of those six eyes, 3 were undercorrected, two experienced axis shifts from the rue to oblique, and one was overcorrected with an axis shift. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. Cervantes-coste g, garcia-ramirez l, mendoza-schuster e, velasco-barona c. High-cylinder acrylic toric intraocular lenses: a case series of eyes with cataracts and large amounts of corneal astigmatism, journal of refractive surgery; 2012; 28 (4): 302-304. (B)(4).